Event description:
After using medication, it did not work [drug ineffective] after administering the injection, the medication left into the needle [incorrect dose administered by device]. Case narrative: this initial spontaneous report concerns of events drug ineffective and incorrect dose administered by device in a 19-year-old male patient (race not reported) from the united states. The patient's age at the time of experience was 19 years. On 12-jun-2025, amneal pharmaceuticals received information from pharmacy technician via a telephone call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). Additional significant follow-up (#1) information received on 13-jun-2025. Additional information received from pharmacist via a telephone call. Additional information included correct lot no. Was added narrative was updated. The patient was using epinephrine injection usp 0.30 mg (auto-injector) subcutaneously (dose, frequency was not reported) (batch no. G231110f, expiry date- jun-2025) for anaphylactic reaction. Concurrent condition included anaphylactic reaction. Co-suspect medication, concomitant medication, medical history, current condition, history of procedures/ surgeries, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date, the patient received an epinephrine injection. On 12-jun-2025, during an anaphylactic reaction, the patient attempted to use the medication but noticed that, after administration, the medication left into the needle and did not work as intended. It was further stated that, the patient used a second epinephrine injection, which was effective. The patient did not visit the hospital. It was further reported that, the auto-injector was kept in carrying case and the nose cap of the injector was placed on patient's thigh and injected on thigh. Last action taken with epinephrine in relation to drug ineffective and incorrect dose administered by device was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug ineffective and incorrect dose administered by device was unknown. The reporter did not assess the causality of event incorrect dose administered by device to epinephrine. The reporter causality of the event of drug ineffective was related to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
After using medication it did not work [drug ineffective] after administering the injection, the medication left into the needle [incorrect dose administered by device]. Case narrative: this initial spontaneous report concerns of events drug ineffective and incorrect dose administered by device in a 19-year-old male patient (race not reported) from the united states. The patient's age at the time of experience was 19 years. On 12-jun-2025, amneal pharmaceuticals received information from pharmacy technician via a telephone call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). Additional significant follow-up (#1) information received on 13-jun-2025. Additional information received from pharmacist via a telephone call. Additional information included correct lot no. Was added narrative was updated. The patient was using epinephrine injection usp 0.30 mg (auto-injector) subcutaneously (dose, frequency was not reported) (batch no. G231110x, expiry date: jun-2025) for anaphylactic reaction. Concurrent condition included anaphylactic reaction. Co-suspect medication, concomitant medication, medical history, current condition, history of procedures/ surgeries, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date, the patient received an epinephrine injection. On (B)(6) 2025, during an anaphylactic reaction, the patient attempted to use the medication but noticed that, after administration, the medication left into the needle and did not work as intended. It was further stated that, the patient used a second epinephrine injection, which was effective. The patient did not visit the hospital. It was further reported that, the auto-injector was kept in carrying case and the nose cap of the injector was placed on patient's thigh and injected on thigh. Last action taken with epinephrine in relation to drug ineffective and incorrect dose administered by device was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug ineffective and incorrect dose administered by device was unknown. The reporter did not assess the causality of event incorrect dose administered by device to epinephrine. The reporter causality of the event of drug ineffective was related to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 01-jul-2025. New information received includes qa investigation report, attached with this case. After reviewing the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. For sdeai lot g231110x, all in-process testing on (B)(4) units met acceptable criteria; there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. In addition, the lot met all acceptance criteria for final release on 50 composite units before release and distribution. The review for defective injector by pmm found the complaint was not confirmed following the assessment of the retained sample investigation. Furthermore, the complaint sample evaluation by amneal deemed that no mechanical, structural, or functional defects were observed; the complaint for defective injector was not confirmed. The device was fully functional and operated as intended, per design specification. The possible root cause for the reported complaint defective injector is due to operator error, but with the lack of information provided by the complainant, this cannot be confirmed. Last action taken with epinephrine in relation to drug ineffective and incorrect dose administered by device was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug ineffective and incorrect dose administered by device was unknown. The reporter did not assess the causality of event incorrect dose administered by device to epinephrine. The reporter causality of the event of drug ineffective was related to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has aepqc. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.